Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation an error message displayed and the longevity estimate was not available. A review of the device product performance information indicated that the device was nearing recommended replacement time (rrt) and the error was most likely due to the used battery capacity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.